Event description:
The accounts maintenance stated the bed has an unintentional hi/low up function when the bed is all the way down and someone sits on the foot end. The bed would rise four inches.

Manufacturer narrative:
The accounts maintenance found the mounting screws on the trend switch were loose, causing the switch to move around. He tightened the screws on the trend switch to repair the bed.